Event description:
Caller reported a malfunction on pump with malfunction code malf 14 and fault ID 14_0x2054. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted caller in resetting pump and instructed them to continue using pump, advising to call back if issues recur. Caller acknowledged instructions.